Event description:
During insertion of brk needle into the sheath, the stylet of the needle punctured the dilator and sheath. When the needle was removed, the stylet was noted to be bent. Both the needle and sheath were replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A brk needle and stylet were also received. Visual inspection revealed the sheath and dilator had been perforated proximal to the distal tip. The returned needle/stylet assembly was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device perforation could not be conclusively determined.